Event description:
It was reported that when an attempt was made to use the device on a patient, no clips loaded and the device had no clips in it. Another device was used to complete the procedure. There was no patient injury and no change to the intent of the procedure. This report is being filed for the findings upon investigation that a missing piece was not returned with the device.

Manufacturer narrative:
The device was returned to the manufacturer with the clear plastic sheath on the shaft of the device broken and missing approximately 1 cm of its tip near the device jaws. The plastic tip was not returned with the device. There were no remaining clips in the device. Upon evaluation, it was found that the locking mechanism was not engaged. The clip retainer and push fork were present and in position. Without the sheath being complete, there was nothing stopping the clips in the shaft from being expelled. The device history record was reviewed, and no discrepancies were noted. As each device is visually inspected and functionally tested prior to release, no conclusion could be made as to what may have caused the reported event.